Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Lasso nav catheter (model# d-1343-01-s lot# 17333449l). Soundstar catheter (model# m-5723-15 lot# unknown). Mobicath (model# d-1400-10 lot# w3256076). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and heparin reversal with protamine. During the mapping phase, right after the transseptal puncture, a cardiac tamponade occurred. A pericardiocentesis was performed and yielded 700-800 cc of fluid. The patient was stabilized and transferred to the ccu for overnight observation. The patient did require an overnight stay in critical care for observation and was discharged the following day. The patient fully recovered with no residual effects. No ablation was performed. Irrigated catheter flow was set at 2 ml/min. A transseptal puncture was performed with a st. Jude medical brk 71 needle. Sheath information: mobicath and 8 french sl1 st. Jude medical. The patient did receive anticoagulation during the procedure which was maintained at approximately 350-400 seconds. There were no error messages observed on any biosense webster equipment during the procedure. The physician's opinion regarding the cause of the adverse event is that it was related to patient condition and that the smarttouch catheter was not plugged into the patient interface unit before the physician advanced it into the left atrium. Factors that may have contributed to the adverse event include a history of previous effusion while the patient's pacemaker lead was being implanted. The physician believes that the patient may have thin myocardial walls. The patient had a past medical history of atypical atrial flutter, paroxysmal atrial fibrillation, benign essential hypertension, cardiac pacemaker, and atrial flutter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/13/2016. The analysis has begun but is not completed at this time. During visual inspection, it was discovered that the sensor sleeve (pebax) has a small cut with a hole allowing reddish brown material inside the area about 1.7mm from the proximal end of ring #1. Ring #1 has scratches on the proximal side leaving rough with scratches on the pu margin. Rings #2 and #3 also have scratches on them, but are not rough. Additional information was received on the returned catheter condition. There was no difficulty in removing the catheter from the mobicath 8.5f sheath. This condition was not noted prior to use or prior to sending the catheter back for analysis. This finding is also indicative of an MDR reportable event as the catheter integrity is no longer maintained which could potentially cause patient harm. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a 63 year old female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and heparin reversal with protamine. The returned device was visually inspected and a hole and reddish brown material was observed at the pebax area. A scanning electron microscope (sem) test was performed and results indicate that the external surface of the pebax exhibit evidence of scratches and a puncture produced by an unknown object. Continuing with the visual inspection, scratches where found on electrodes and ring #1 had a rough side. Further information received indicates that there was no resistance noticed upon withdrawal of the device and the returned catheter condition was not noticed at any time. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all the functionality tests. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.